Manufacturer narrative:
A service engineer (se) evaluated the device, and reported that the touchscreen was calibrated to resolve the issue. The se reported that the functional test was okay, and the device was ready for use.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a faulty display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a faulty display. The rse noted that multiple attempts to contact the customer were made, but the customer could not be reached. The rse noted that a replacement user interface assembly was shipped to the customer. The investigation is ongoing.